Event description:
A customer reported that they observed a leak coming from the left side of an unicel dxl800 access immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) found that the leak originated from worn wash buffer peri-pump transfer tubing. The fse replaced the tubing and performed preventive maintenance activities on the instrument. No further issues were noted. Upon completion of the necessary and verified repairs the instrument was returned back into service.